Event description:
A customer reported that when implanted an intraocular lens (iol), the front and back were reversed and the iol was implanted in that state. Because it was a toric, the axis was aligned by rotating in the opposite direction. The surgery was completed without product replacement. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.10., h.3., h.6. And h.11. The product was not returned for analysis. The reported complaint was not observed. No sample was returned for analysis however, based on the information provided by the customer, the most likely root cause is related to user error, the hcp reported that front and back of iol were reversed and implanted in that state. The IFU instructs using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd filled cartridge. Based on this information, the product did not cause or contribute to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).